Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump under warranty, confirmed shipping details, provided instructions for putting pump into storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return malfunctioning pump using prepaid label within ten days, which customer understood and acknowledged.